Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic remotely on (B)(6) 2020 via merlin.net transmission. The merlin transmission revealed the implantable cardioverter defibrillator was exhibiting right ventricular over-sensing since (B)(6) 2020. It was determined that the episodes were due to post paced t wave over-sensing. Programming changes were discussed but not completed at this time. Patient was reported stable.

Event description:
New information indicated there were programming changes completed to address this issue. The patient was stable before, during and after.